Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Other: dural repair was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with pre-op diagnosis possible screw migration involved in the reported event. Levels implanted t10; t11. It was reported that intra-operatively, fenestrated screws with cement. Injected cement downsizes 3 bone fillers and watched on xray. Cement extravasated to spinal canal. Due to extravasation in spinal canal the dural tear was reported. Additional surgery- laminectomy done and dural repair was performed as a result of this event. There was delay in overall procedure time. There was no malfunction of the cds system during use. Cement stored at proper temperature(s) before and during the procedure. Cement mixed for 60 seconds. Procedure was completed successfully with original products. On (B)(6) 2021, received additional information that therapy was cementing screws. Unknown former screws. Added 2 hours to case. Levels cement extravasated t11 and t12. Cement extravasated at implanted level and one level below. Additional surgery/treatment-laminectomy and dural repair was performed on the same day.